Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Imdrf code 4581/e2402 selected as there is no code for elevated ketones without diagnosed ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient¿s mother noticed that the cgm value was inaccurate as the bg was 24.0 mmol/l and the sensor showed low. No symptoms were reported. The mother and the caregiver gave the patient insulin and the mother drove the patient to the emergency room. Her ketone level was 3.0 mmol/l in the ER, and she was given more insulin via an insulin pen. She was released from the ER the same day. At the time of the report the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.